Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device ¿ 1 year and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a positive culture for pseudomonas aeruginosa due to an ongoing driveline infection with an approximate date of onset of (B)(6) 2017. The patient was started on cipro. On (B)(6) 2017, a repeat culture showed a new resistance to cipro therefore the patient¿s antibiotic was switched. The patient was afebrile. A peripherally inserted central catheter (PICC) line was placed for intravenous antibiotic infusion. The patient is currently in skilled nursing facility for antibiotic therapy. No additional information provided.

Manufacturer narrative:
Additional information: no further information was provided. A supplemental report will be submitted when the manufacture's investigation is completed.

Event description:
Additional information: it was reported that the patient was admitted to the hospital on (B)(6) 2018 due to worsening driveline infection and nausea. Per the patient¿s spouse, their driveline drainage had cleared up while on antibiotics infusion; however returned after transitioning back to ciprofloxacin. The patient presented with intermittent nausea, vomiting and poor appetite. The patient was discharged on (B)(6) 2018 to a skilled nursing facility on cipro for long term antibiotic use.